Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed full functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log on the reported event date showed no shocks at 120j. All shocks were at 200j and were due to button press by the end user. There were no logged prompts of perform CPR on the reported event date. Further log review showed more successful shocks at different energy levels which appears to be testing. The log showed no indication of a device malfunction. All shocks were due to button press by the end user, as the device does not have the capability to shock on its own without user intervention. This has been closed as report unsubstantiated. Analysis of reports of this type has not identified an increase in trend.